Event description:
It was reported that a patient underwent a successful balloon kyphoplasty procedure. Post procedure, the patient stated that her back pain has increased and adversely affected her mobility. Reportedly, the physician confirmed that there was a small bone cement extravasation at the time of the procedure. The patient took pain medication but did not have any additional intervention. No additional information was reported.

Manufacturer narrative:
Method; device not returned; followed up with company representative.